Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer:'ctp including in quadrox-I was primed according to instruction in quadrox-I IFU. Perfusion was started normally. Midway of the perfusion a leakage from the big luer connection in the middle of the quadrox arterial filter was noticed. Leakage was not heavy, so the quardox/ctp was not changed. The same incident happened in 2 cases with same lot.'(B)(4).

Manufacturer narrative:
(B)(4). The sample was unavailable for return as it had been discarded by the customer. Based on the trending for material number 70107.0505, a systemic issue is not indicated. However, maquet is aware of other similar complaints related to an issue of blood leakage from the dialysis lock connector and these were investigated in CAPA (B)(4).the lot of this complaint was manufactured after the last CAPA action which was completed on 2015-07-30. In response to a re-occurrence of a similar issue seen in customer complaints; (B)(4) has been initiated to investigate. These complaints were all investigated in the laboratory and the root cause determined for each complaint was found to be leakage caused by offset at the o-ring. Based on these findings, a systemic issue can be determined and therefore, it can be concluded that the probable root cause for this complaint is also due to an offset at the o-ring. However, since it is not possible to investigate any further in this particular case, as the affected part has been discarded, the exact root cause for the reported failure cannot be established; therefore it is not possible to reliably associate this failure to the issue being investigated in (B)(4). No further investigation or action is currently warranted in addition to continued periodic monitoring and the complaint will be closed. Please note this is the final report.

Event description:
Ref.: (B)(4).